Manufacturer narrative:
Based on the description of the event, an acs® pe-insert could not be impacted into a tibial component despite several impacting attempts. This issue caused a prolongation of the surgery. However, this prolongation of the surgery had no effect on the patient. In the end, another pe-insert was used to finish the surgery. The pe-insert in question was not provided for an optical examination, but a photo was provided with which a limited examination could be performed. Based on the photo provided, there are no signs of possible damage to the product visible. The manufacturing documents and the material certificates of the pe-inserts were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another pe-insert could be impacted without problems on the tibial component afterwards, an error of this product is excluded. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impaction was not done correctly. However, this cannot be confirmed nor denied due to lack of information. The event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following events were reported to implantcast gmbh: "during a total knee arthroplasty, difficulty was encountered while attempting to seat the tibial insert onto the tibial baseplate. The insert was positioned and impacted according to implantcast instructions, maintaining the recommended 45° impaction angle. Multiple attempts were made to seat the insert. The tibial baseplate was thoroughly inspected each time and confirmed to be clean, free of soft tissue, bone fragments, or any obstruction that could interfere with the locking mechanism. Despite proper alignment and technique, the insert repeatedly failed to lock into place." A prolongation of the surgery resulted from the malfunction. This prolongation had no effect on the patient. Another pe-insert was used to finish the surgery.